Manufacturer narrative:
Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. PMA/510(k)#: unknown, as the serial number was not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device could not be performed as the serial number was not provided. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's left eye (os). The patient complained of symptoms significantly interfering with the patient¿s ability to perform daily activities as very bothered by halos, starburst, multiple or double vision, sensitivity to light causing difficulty with shadows, glare, and poor low light visions. The symptoms have been causing difficulty with driving or being able to read road signs, menus, and some books. There is no additional intervention at this time. Monocular best corrected distance visual acuity (bcdva) is 20/20 for both eyes. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info/corrected data: product identifiers were provided as the study was unmasked. The following sections have been updated accordingly: brand name: tecnis 1 monofocal. Common device name: monofocal iol (corrected data). Procode: hql (corrected data). Model number: zcb00 (corrected data). Expiration date: 1/29/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zcb0000220. PMA/510(k)#: p980040. Device manufacture date: 1/29/2018. Device evaluation: the device remains implanted; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.